Event description:
It was reported that the customer received a no delivery alarm on the insulin pump. The customer's blood glucose was 426 mg/dl. Troubleshooting could not be fully completed because the alarm had already been resolved by a reservoir change. Advised customer to call back when the alarm recurred in order to troubleshoot. The customer stated that he could only wear one infusion set for up to ten hours due to the no delivery alarms. The customer declined troubleshooting for high blood glucose levels. The customer did not believe the issue was the insulin pump but, after discussing the issue with his diabetes educator, that the issue was rather his body type. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.